Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their "body jumps" every 30 to 40 minutes when they go to sleep. It was also reported that the device has already been reprogrammed and was only implanted one week when the patient called. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. The device remains in use. No further patient complications have been reported as a result of this event.